Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She called her obgyn's nurse and was advised to manually check her vaginal cavity for any extra pieces. She did not seek further medical attention and was confident all of the pieces were removed. She experienced some pelvic cramping, which resolved, and she was unsure if the cramping was due to her period or this incident. She did not experience any adverse health effects.